Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample arrived out of the pouch primed. Visual inspection showed the tubing separated from the y site out let port with minimal hand pull force. Visual inspection of the tubing end showed that, there is no visible plow ridge and little or no solvent residue present. The remaining solvent bonded connections were then tested with no failure noted. The reported condition was confirmed. However, an assignable root cause could not be determined. A batch review could not be performed as the lot number is unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to corporate product surveillance (csp) regarding the clearlink continu-flo solution set in which the tubing had separated at the bonded junction below the first female luer on an unknown date. The medication being infused was a bicarbonate (in preparation for a chemotherapy infusion) and the line was on the patient for 24 hours. The nurse had just spiked a new bag and opened the pump to check the line and the tubing separated immediately. The bicarbonate sprayed in the face of the nurse and some got on the patient, but the patient did not get sprayed in the face. The nurse said 90% of it was sprayed on her and only a little was sprayed on the patient. She confirmed that there was no medical attention needed for either of them. No additional information is available. This report is for the nurse and the related report is for the patient.